Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left anterior descending coronary artery. An unspecified stent was placed in the target lesion. The 3.0x15mm nc trek rx balloon was not soaked prior to use; however, the air was aspirated outside of the patient anatomy prior to use without issue. The nc trek balloon dilatation catheter (bdc) was then advanced in the patient anatomy without resistance to perform post-dilatation. The bdc balloon burst during the first inflation at 18 atmospheres. Another unspecified bdc was used to complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the balloon was not soaked prior to use. It should be noted that the coronary dilatation catheters, nc trek rx, instruction for use (IFU) states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.